Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed downstream occlusion sensor, dso, calibration. It occurred during testing; there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Multiple downstream occlusion alarm messages were found in the pump's event history logs. Downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.